Manufacturer narrative:
The device ro15060 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that when the surgeon tryed to load image from a cd-rom the software froze twice and a manual reset was needed. Finally the image was loaded succesfully.

Manufacturer narrative:
Technical investigation of log files indicates that software crashed after attempting to load exam from pacs. According to the complaint description, the user had the possibility to delete temporary folder in the pacs and chose not to before the crash occurred. However, this information does not stand in the log file. No more evidence are provided to conclude about the cause for this error. Software crashed again after attempting to load a new exam from pacs. According to the complaint description, the second crash occurred when the user attempt to load images from cd/usb option. However, this information does not correspond to the log file and the same error than previously is detected. No more evidence are provided to conclude about the cause for this error.